Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the dcs12 was removed from the packaging with the cautery cord attached and introduced into the 10/11mm trocar. The surgeon noted he could not fully advance the instrument. He removed the instrument from the trocar and noted the insulation was jagged. Another instrument was opened and was utilized without incident. The instrument being returned was never utilized. There was no consequence to the pt.